Manufacturer narrative:
The device was returned with the implant coil still attached to the pusher assembly. It was evaluated and the implant coil detached normally with an in-house instant detacher.(B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the physician was not able to detach the implant coil with the instant detacher after several attempts.no injury was reported with the patient as a result of the procedure.